Event description:
Info received indicates the siderail will not latch.

Manufacturer narrative:
The technician found the latch plate was bent which prevented the latch from locking. The technician repaired the latch plate to repair the bed.